Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a wanda balloon dilation catheter was received for analysis. A visual examination of the balloon identified a longitudinal tear a stretching along the main body of balloon from the proximal markerband to distal markerband. A microscopic examination of the balloon material identified no issues with the balloon material which could potentially have contributed to the tear. The device was attached to an encore inflation unit and liquid leaked out through the tear in the balloon. There was no resistance/blockage noted in the inflation lumen. An examination of the markerbands identified no issues which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-feb-2016. It was reported that balloon inflation failure and leakage occurred. The target lesion was located in the carotid artery. A 4.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, during procedure, the balloon was unable to be inflated. Upon removal, the balloon was found leaking. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.